Event description:
It was reported that the (5) lvp displayed dim segments. The facility biomed stated (start quote) majority are dim segments are with furthest right digit on rate setting (end quote). The customer confirm that there was no patient involvement.

Manufacturer narrative:
The reported issue of dim segments on the five returned display boards was confirmed. The returned display board assemblies were tested using a lvp mockup test fixture (eq111581) attached to a cad pcu. O each board was tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. O all returned display board assemblies exhibited dim segments. The exact root cause was not identified, however prior failure investigations identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification (pcn-2524) was issued to improve the manufacturing process. Review of the sn (B)(6) service history record showed the device had a manufacture date of 22jul2013. A review of the device service history record was performed beginning from the date of manufacture to the present date 14oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Review of the sn (B)(6) service history record showed the device had a manufacture date of 16jul2013. A review of the device service history record was performed beginning from the date of manufacture to the present date 14oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Review of the sn (B)(6) service history record showed the device had a manufacture date of 17dec2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 14oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Review of the sn (B)(6) service history record showed the device had a manufacture date of 16jul2013. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/14oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Review of the sn (B)(6) service history record showed the device had a manufacture date of 15sep2016. A review of the device service history record was performed beginning from the date of manufacture to the present date 14oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. P/n tc 10004754. A qn database search was performed on 4 of the returned display board assemblies p/n tc10004754. There are 101 quality notifications opened for tc10004754; however there were no quality notifications related to this complaint. P/n tc 10010208. A qn database search was performed on 1 of the returned display board assemblies p/n tc 10010208. There are 8 quality notifications opened for p/n tc10010208; however there were no quality notifications related to this complaint. H3 other text : dim segment is not returned.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the (5) lvp displayed dim segments. The facility biomed stated (start quote) majority are dim segments are with furthest right digit on rate setting (end quote). The customer confirm that there was no patient involvement.